Event description:
Information was received indicating that during testing the pump exhibited "double beep no cassette. It was also reported that the pump had lens damage. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all labels and seals were intact upon receipt. Error codes for high pressure, no disposable and upstream occlusion were found in the device event history log. The customer reported problem was duplicated during the investigation. Fluid ingression was found on the downstream sensor which caused the double beep. The lens was damaged. Root cause of the reported event is unknown and could not be determined. Replaced the downstream occlusion sensor and lens. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.